Manufacturer narrative:
The ge service rep replaced the video cnt board. The unit is operating as intended.

Event description:
The customer reported, there was no image on the c-arm. No patient injury was reported.